Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture was pulled out of the vessel was confirmed. Dissection, vascular injury (tissue damage) and surgical exposure, as listed in the perclose proglide instructions for use, are potential adverse events associated with use of suture mediated closure devices. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The reported patient effects are known inherent risks of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure in the right superficial femoral artery (sfa) for peripheral arterial occlusive disease (paod). Reportedly, the suture was pulled out of the vessel with some "vessel tissue". A cut-down procedure was performed and a dissection was observed in the common femoral artery. A stent graft was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.